Event description:
It was reported that the lesion was in the right coronary artery. The vessel had moderate tortuosity, and no calcification. The lesion was de novo with a 90% stenosis. After performing thrombus aspiration with a thrombuster aspiration catheter, intravascular ultrasound (ivus) was advanced over the bmw universal ii guide wire; however, strong resistance was met and the ivus catheter could not be delivered. No resistance was met during advancement and retraction of the thrombuster device. The ivus and the bmw universal ii guidewire were removed together due to the resistance and a non-abbott guide wire was used to continue the procedure. The site reported a bump on the shaft of the guide wire. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned guide wire noted blood and contrast on the core, polymer coating and coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There were droplets of blood and contrast along the core and polymer. There was no bump noted on the guide wire as reported. There was a tear in the polymer coating, 13.5 cm proximal to the proximal solder which is consistent with interaction with the lesion and/or other device as no damage was reported during inspection prior to use. Factors that may contribute to the inability to advance/retract the intravascular ultrasound (ivus) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the ivus, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the ivus. The ivus was not returned for analysis. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. The guide wire was placed in a warm water bath for the contrast and blood droplets to dissolve and the droplets dissolved. The reported bump on the guide wire could have been the noted droplets of blood and contrast on the guide wire. It is possible that the noted droplets of blood and contrast on the guide wire contributed to the reported resistance. A conclusive cause could not be determined for the reported resistance and bump on the guide wire appears to be related to operational context of the procedure. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.